Event description:
It was reported that during a thoracotomy procedure, upon releasing the instrument jaws, it was discovered by the surgeon that only half of the staples were fire. There was no patient consequence. The case was completed with another device of the same product code.